Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment for the event, action taken with therapy, and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported by a physician that the cause of the previously reported peritonitis was due to a breach in aseptic technique. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain, cloudy effluent, increase in inflammation parameters and increased liquid cytosis. The same day as the onset of peritonitis, the patient was hospitalized for the event. The same day, the patient began treatment with ciprofloxacin 200 mg, twice (route not reported) and vancomycin (as required, dose, duration and route not reported). The treatment with ciprofloxacin was discontinued nineteen days later, the patient was discharged the same day and was reported recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.